Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: during investigation, the ok button contact was found to be inverted. The keypad cover had been returned completely peeled off the pump and all buttons were responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a key contact issue. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.